Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h6 (type of investigation). Corrected fields: d4 (lot #, exp date, UDI #), h4 (manufacture date). The iab was returned with the membrane completely unfolded. No blood was visible on the iab catheter. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: d4 lot and UDI number, d7a, d8 should be empty, d9 additional phone number: (B)(6). The customer reported that during use, the iab catheter was inserted through right femoral artery. The pressure waveform was not sensed in the catheter due to which balloon augmentation failed. Iab did not work inside the patient. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported during therapy, iab catheter was inserted through right femoral artery. The pressure waveform was not sensed in the catheter due to which balloon augmentation failed. Iab did not work inside the patient. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). Full initial reporter name: dr. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Correctional field: d4 expiry date, h4, h5.